Event description:
A female of unknown age underwent a mastectomy in 2006. At surgery, a tissue expander was implanted as well as the product. Approximately two weeks later, the patient returned with soreness and fever. The surgeon found an infection at the surgical implant site and removed the remaining product implant that had begun to degrade. The surgical site was cultured for contamination and two microorganisms were detected. One was staphylococcus aureus and the second was serratia marcescens.

Manufacturer narrative:
The production record for this lot was reviewed and everything was in order and all product release specifications were met. In particular, the sterilization results were reviewed and all was in order. The remainder of the product implant was removed, the infection was treated and the patient is doing fine. It is not known how the infection occurred. It is possible that it was associated with the tissue expander. It is possible it was inadvertently introduced during surgery or during post-surgical care. It is possible that the product implant degraded in the presence of collagenase-type enzymes that were released from the bacteria that caused the infection. Collagen implants in the presence of collagenase may exhibit pre-mature degradation.